Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted in (B)(6) 2017 due to hydrocephalus. Beginning in (B)(6), the patient experienced occasional dizziness and vomiting. The patient went to the hospital in (B)(6) and the physician advised the patient to return to the implanting hospital for an adjustment to the device.